Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited episodes of myopotentials over-sensing. The ICD was reprogrammed. The patient was in stable condition.